Event description:
On (B)(6) 2020 fujifilm corporation was informed that the distal end cap (dc-07d) prematurely detached from the distal end of a duodenoscope during a procedure. The procedure was an ercp (endoscopic retrograde cholangio-pancreatography) on a patient with obstructive jaundice. In addition to the duodenoscope, it was noted that an et tube (endotracheal tube), biteblock and sphincterotome were used, all non-fujifilm products. The procedure was completed with no issues noted, however once the endoscope was taken to the cath lab it was noticed that the removable distal cap had come off. In order to locate the missing distal cap fluoroscopy imaging of the patient's digestive tract was requested; imaging did not locate the cap in the digestive tract. The physician checked the patient's oral cavity and located the missing cap in the back of the patient's mouth. The physician was able to remove the distal cap from the patient; distal end cap was discarded by the anesthesiologist. The physician felt that due to the fact that an et tube (endotracheal tube) was used during this procedure they did not think there was much risk. Fujifilm medical systems u.s.a., inc (fmsu) requested return of the duodenoscope for inspection. This event caused a delay of about 20 minutes; however it did not result in any adverse issues for the patient. The procedure was successfully completed and the patient was discharged several days later. There was no injury or death associated with this case. This report is being submitted in abundance of caution.

Manufacturer narrative:
Section a2 (date of birth)-a6: unknown section e3: rn, gi lab manager during follow-up and on site visit by the fujifilm clinical specialists, it was found that the non-fujifilm sphincterotome came out of the scope to the right instead of straight. In addition the staff indicated that after attaching the cap a small gap was noticed between the distal cap and the endoscope. The fujifilm clinical specialists reviewed several procedures and provided proper instruction to the staff. The scope was returned to fmsu for inspection. The results of the inspection did not reveal any abnormality that could have led to the failure of distal cap becoming detached. The distal cap was discarded by the customer, therefore attachment and detachment testing was performed with a test cap. There were no issues found as part of inspection with the test cap, even when force was applied. Potential causes may be related to user error, defective cap and/or external force; however a definitive cause could not be determined. The scope will be serviced according to device specifications and returned for clinical use. If any additional relevant information is provided, a supplemental report will be submitted. On (B)(6) 2020 the FDA requested that fujifilm corporation submit a follow up report to correct the device problem code. Correction: h6 device problem code changed from 2906 to 2907. If any additional relevant information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Occupation: rn, gi lab manager. During follow-up and on site visit by the fujifilm clinical specialists, it was found that the non-fujifilm sphincterotome came out of the scope to the right instead of straight. In addition the staff indicated that after attaching the cap a small gap was noticed between the distal cap and the endoscope. The fujifilm clinical specialists reviewed several procedures and provided proper instruction to the staff. The scope was returned to fmsu for inspection. The results of the inspection did not reveal any abnormality that could have led to the failure of distal cap becoming detached. The distal cap was discarded by the customer, therefore attachment and detachment testing was performed with a test cap. There were no issues found as part of inspection with the test cap, even when force was applied. Potential causes may be related to user error, defective cap and/or external force; however a definitive cause could not be determined. The scope will be serviced according to device specifications and returned for clinical use. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed that the distal end cap (dc-07d) prematurely detached from the distal end of a duodenoscope during a procedure. The procedure was an ercp (endoscopic retrograde cholangio-pancreatography) on a patient with obstructive jaundice. In addition to the duodenoscope, it was noted that an et tube (endotracheal tube), biteblock and sphincterotome were used, all non-fujifilm products. The procedure was completed with no issues noted, however once the endoscope was taken to the cath lab it was noticed that the removable distal cap had come off. In order to locate the missing distal cap fluoroscopy imaging of the patient's digestive tract was requested; imaging did not locate the cap in the digestive tract. The physician checked the patient's oral cavity and located the missing cap in the back of the patient's mouth. The physician was able to remove the distal cap from the patient; distal end cap was discarded by the anesthesiologist. The physician felt that due to the fact that an et tube (endotracheal tube) was used during this procedure they did not think there was much risk. Fujifilm medical systems u.s.a., inc (fmsu) requested return of the duodenoscope for inspection. This event caused a delay of about 20 minutes; however it did not result in any adverse issues for the patient. The procedure was successfully completed and the patient was discharged several days later. There was no injury or death associated with this case. This report is being submitted in abundance of caution.